Event description:
A false positive advia centaur cp troponin test results were obtained on two patient samples. The customer retested the patient samples and the samples were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
A false positive advia centaur cp troponin test results were obtained on two patient samples. The customer retested the patient samples and the samples were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse re-calibrated the sample probe for slow eject position. The customer noted that they were not using the appropriate sample rack for the sample tubes being run. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse re-calibrated the sample probe for slow eject position. The customer noted that they were not using the appropriate sample rack for the sample tubes being run. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.